Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer reported a low blood glucose level of approximately 50 mg/dl. Customer addressed low bg by consuming carbohydrates. The customer reset the pump and continued to use it for insulin therapy.